Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 69-y-o patient, with this inspiris resilia valve model 11500a19 implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of (B)(6) due to degeneration leading to stenosis and increased gradients (38mmhg, avai 0.45). As reported, this patient exhibited a severe patient prosthesis mismatch. The patient presented with dyspnea and fatigue prior to the intervention. A 23mm transcatheter valve was implanted within the edwards surgical valve. The patient was noted be stable following the intervention, still at the hospital, but with a considerable gradient reduction to 10mmhg.